Event description:
In may of 1996 consumer burned her leg while using a heating pad. She explained that she had put the heating pad on her back (on the low setting) and fell asleep. She said she must have kicked the lever into the high position when she turned over. She is wondering if there is faulty wiring in this device.